Event description:
It was reported that during an unknown procedure, the device stuck on tissue and it is unknown how the device was removed. Unknown how the case was completed. There was no adverse consequence to the patient reported. There was no other information or contact available the device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.